Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The paramedics were called to treat a low blood glucose of 23 mg/dl. Customer stated that he did not bolus and went to bed and bottomed out. During troubleshooting, the insulin pump alarmed and the drive support cap is loose. Nothing further reported.